Event description:
Medtronic received information regarding a shunt. It was reported that the patient had a ventriculoperitoneal shunt placed in their head, to keep their spinal fluid draining into their stomach. They were diagnosed with hydrocephalus a long time ago. They have had many spinal taps and even a spinal drain before they placed the shunt. The patient was reaching out because they have had this shunt for over 16 years now. It had never been revised, cleaned or anything. Now they were positive it was not working right, pretty sure the lines running to the reservoir had disconnected somehow. When the shunt was put in, they told the patient they usually at least need the line cleaned out within 5-10 years and it had been way longer than that. The problem was, the patient was in an area without a lot of people familiar with shunts. They have had MRI's, CT scans, etc and keep being told everything was good. The patient could literally feel where the lines were disconnected, there was all kinds of something building up along the lines now and still the y were being told, everything was fine. It was not fine. It was really hurting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.